Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2013-03737 and 1225714-2013-03738.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-03737 and 1225714-2013-03738. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The initial information received alleged that the patient experienced a cardiac arrest and subsequently expired. The additional information received noted that the patient was receiving hemodialysis three times a week and experienced the following: heart attack, cardiopulmonary arrest, stroke, sudden cardiac death, and other related injuries shortly after receiving treatment that allegedly exposed tot he patient to the product.